Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 01-aug-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received cut in half inside the original lens case. The complaint lens was received cut in half inside the original lens case. No additional defects were observed before and after cleaning the lens. Complaint issues were not confirmed during product evaluation and no other issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-6 health effect - impact code: 4631 iol removal and replacement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After being implanted into the patient's ocular sinister (left eye), the zcu375 model intraocular lens (iol) was reportedly scratched and replaced with another iol during the same procedure; the replacement iol's model and diopter size are unknown. There was no patient injury, no medical intervention, and no surgical intervention. Patient's status post-procedure was reported as doing good. No further information is available.